Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that a patient underwent a procedure for a fracture of the c6. A synapse 4.0 was fixed between the c4 to t1 region. Unfavorable events during the procedure were recorded as low saturation and high urine output (over 3,000 ml). The procedure itself was completed successfully with no delays noted. However, the patient went into convulsions with a remarkable decrease in blood pressure as he came out from the anesthetic. The next afternoon, the patient passed away. The surgeon commented that the cause of death was due to anesthesia management failure and not the devices/implant. This report is for one (1) unknown synapse 4.0 implant. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Initially date reported as (B)(6) 2015; should have been (B)(6) 2015. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Patient identifier and weight are unknown. The date of event is reported as (B)(6) 2015, but it is unknown if the date represents the procedure date or date of death. This report is for one (1) unknown synapse 4.0 implant. Correct device/product code is nkg - orthosis, cervical pedicle screw spinal fixation. This code was not available for selection. Exact date of procedure is unknown ¿ it is either (B)(6) 2015. Device was not explanted. Unknown, as specific part and lot numbers for the complainant part were not provided. Investigation could not be completed and no conclusion could be drawn as no device was returned. Without a lot number, the device history record review could not be requested. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.